Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 606 mg/dl while wearing the pod between 4 and 24 hours. Once at the hospital the patients pod was removed. The patient was treated with both intravenous fluids and an insulin drip. In addition the insulin drip was stopped and the patient was treated with insulin pens. The patient has remains in the hospital for 3 days. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.